Event description:
Complainant alleged that during functional testing, a spark was seen from the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through to extensive testing including electrical safety testing without duplicating the report. An internal inspection of the device found no discrepancies. The battery well and battery interconnect board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.